Event description:
The customer reported that during gastric bypass surgery, the plastic device insulation came off and fell into the pt cavity. The piece was retrieved. They completed the procedure with the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested, but to date, the incident sample has not been rec'd for eval. If the sample is rec'd or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.